Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08710 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 11-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 12 u and dailytotalofbolusinsulindelivered = 29.1 u which is equal to the dailytotalofallinsulindelivered = 41.1 u. All bolus/basal were delivered in auto mode/manual mode. No under delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 11-aug-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 08/09/2025 at 16:09:00.000, 16:15:00.000 and 16:18:00.000 during basal deliveries. The pump was received without a battery cap. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay texture damage and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the ccustomer experienced hyperglycemia and diabetic ketoacidosis(dka) and alleged that the pump was malfunctioned. The customer reported a blood glucose value of 894 mg/dl. The customer was hospitalized for an overnight stay and received treatment for hyperglycemia and diabetic ketoacidosis (dka). The event involved products mmt-1715kr, unomedical and mmt-332a. Troubleshooting was declined by the customer and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kr was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.